Event description:
Boston scientific received information that this patient recently contacted boston scientific stating that they had their device explanted two years ago because of an unspecified device failure. The device was replaced with a competitor device at that time. One day prior to explant the patient's device was interrogated and found that is had a charge time of 2.53 and the monitoring voltage was 10.2 seconds, and had not yet declared elective replacement indicator (eri). To date, there have been no adverse patient effects reported.

Manufacturer narrative:
This device has not been returned to boston scientific.